Manufacturer narrative:
Additional information: h6. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date: the event occurred on an unspecified date of (B)(6) 2020, further described as "over the past month". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd sets with cassette were leaking from the cassette component. The leaks were discovered during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.